Manufacturer narrative:
The reported events of high pacing impedance, r-wave amp variation and fracture were not confirmed while the reported event of insulation anomaly was confirmed. As received, a partial lead was returned in one piece for analysis. Visual inspection found external insulation abrasions consistent with friction to the device can. No other anomalies were identified.

Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the patient's right ventricular lead exhibited high pacing impedance and varying sensing amplitude. Lead fracture was suspected. During procedure, it was noted that the right ventricular lead exhibited insulation damage. The reported lead was explanted and replaced on 7 feb 2023. The patient was in stable condition.